Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colorectal stent insertion procedure on a male patient. According to the complainant, approximately 80% of the stent was deployed when it was noticed that the remainder of the stent would not fully deploy. The stent was re-sheathed following a few minutes and removed. The device was examined outside the patient. However, the stent would still not fully deploy unless tapped on the work surface. The procedure was completed with another wallflex enteral colonic stent. There were no patient complications reported as a result of the event immediately post procedure and the patient was reported as stable. Additional information received indicated the patient underwent surgery the following day in 2009. At this time, it has not been determined why the patient went to surgery. The patient subsequently expired two days later. The official cause of death was reported as respiratory arrest. Our follow-up regarding the circumstances surrounding this event continues.

Manufacturer narrative:
Device code: other (partial deployment). The device has been retained by the user facility and will not be returned for investigation. Therefore, we are unable to determine the cause of this event.